Manufacturer narrative:
The light disconnected from the articulating arm due to improper maintenance. The unit is assembled with friction screws and is adjusted at the factory prior to shipment. The end-user is not to adjust the screws as it may result in the head disconnected from the arm. This warning is clearly stated within the instructions for use. The light was hanging by the wires and did not actually fall to the floor. No injuries occurred.

Event description:
Light disconnected from articulating arm and was hanging by the wires. No injuries occurred.